Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor, motor and excessive no delivery tests. No motor error alarms noted. Unit received with cracked case at display window corners, broken reservoir tube lip, broken battery tube threads,debris under display window and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 143 mg/dl at the time of incident. Troubleshooting found that the pump had multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.